Event description:
It was reported that during an unknown procedure the cartridge broke off of the device and fell into the patient. The surgeon retrieved the cartridge with graspers. Another device was used to complete the case with no patient consequence.